Manufacturer narrative:
Initial and final MDR (B)(4). - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 27-apr-2024 it was reported that the three infusion set tubing was bending/ kinking on itself due to being too long and blocking flow of insulin. The infusion set is for 1-2 days. The blood glucose level was 16-17 mmol/l. No further information available.